Event description:
Delay of therapy during alarm condition reported. A medwatch was received from the customer which states: "IV pump would not work when attempting to prime tubing. Changed pumps. Delay in IV dilantin with pt seizures." The initial info received during phone conversation with customer was as follows: in one incident reported in the ICU, a pt was to receive dilantin while the pt was seizing. The clinician received "cassette" alarms, and switched to another pump. The infusion was then able to proceed without further problem. No pt harm was reported. The pump was further tested and no problems were detected. Add'l info was received as follows: the pt was admitted to the emergency room with a diagnosis of unresponsiveness. During the pt's stay in the emergency room, the pt seized. Orders were received for a loading dose of dilantin 1g, of which 250mg IV push was administered in the ER. The rest of the dose was to be administered via IV infusion after transfer to the ICU. The pt was then transferred to ICU, and was reportedly no longer seizing at that time. When the nurse attempted to start the infusion via IV pump and tubing, "cassette" alarms were received. After changing the pump, the nurse was able to infuse the medication without further problem. No pt harm was reported.